Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs replaced the ict module which resolved the issue. A review of the (B)(4) service history found no additional likely causes and no additional reports of inconsistent or erratic results have been received since fs addressed the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed that the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit and found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Labeling was reviewed and contains adequate information on maintenance and troubleshooting of erratic results. No product deficiency was identified.

Event description:
The customer reported a falsely elevated potassium result generated on the architet c16000 analyzer on a patient. Results provided: 6.7 mmol/l, repeat on another instrument was within the normal range (normal range 3.5-5.8 mmol/l). No impact to patient management was reported.